Event description:
On (B)(6) 2013, it was reported that the vns patient passed away. The generator was removed and it was reported that it would be sent to the manufacturer for product analysis. No further information was provided and the generator has not been received for product analysis to date. Additional information has been requested but no additional information has been received.

Event description:
On (B)(6) 2013 it was reported that the patient died elsewhere and therefore the physician did not know the circumstances of the death and did not have access to his general health records or information regarding the death. The patient was noted to have died on (B)(6) 2013. Although the return of the explanted vns has been requested, it has not been received by the manufacturer to date.